Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated when the investigation is completed. (B)(4).

Event description:
It was reported that loss of capture was observed with the right ventricular (rv) lead, which resulted in a revision procedure. During the revision to reposition the lead, it was observed on fluoroscopy that the helix would not retract. The lead was removed and tested on the table; however, the helix was still unable to be retracted. A new lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a partially retracted position. Visual inspection found dried blood/body fluid in helix housing. Additionally, there was dried blood/body fluid in the lumen, which likely entered through the terminal pin by way of stylet. The helix difficulty allegation was confirmed due to the helix housing being clogged with dried blood/body fluid. The failure to capture allegation was not confirmed based on normal lead resistances measurements, and inspection showed no conductor fractures.

Event description:
It was reported that the right ventricular (rv) lead was not pacing, which resulted in a revision procedure. During the revision to reposition the lead, it was observed on flurosopy that the helix would not retract. The lead was removed and tested on the table; however, the helix was still unable to be retracted. A new lead was implanted to complete the procedure. No additional adverse patient effects were reported.